Manufacturer narrative:
A complete investigation was not able to be performed as o product code, lot number, or sample was provided. Per the article the results suggest that prosthetic axillary-axillary arteriovenous access should be at least considered as a viable long term option for hemodialysis patients.

Event description:
Received an article titled "single center results of a series of prosthetic axillary-axillary arteriovenous access grafts for hemodialysis." The article was to present a follow up of 35 patients who received this access graft during a 9 year period. Per the article adverse events included: thrombosis, stenosis, wound infections, hand weakness and peripheral nerve injury.